Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device was not returned for evaluation, therefore no device analysis was completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that heart attack and stent occlusion occurred. A synergy stent was implanted in an unspecified coronary vessel. A year later the patient experienced a heart attack and the stent was occluded. The patient was treated with deployment of another synergy stent, partially overlapping the previously placed occluded stent. Patient condition is stable.